Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-11827 and 2134265-2016-11899. It was reported that automatic pullback failure occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to visualize the specified target lesion. During percutaneous coronary intervention (pci) to treat acute myocardial infarction (ami), proper image appeared but pullback could not be performed. The physician attempted to reconnect but did not resolve the issue. While attempting several times, lost image occurred. The procedure was completed with another opticross¿. No patient complications were reported and the patient's status is good.